Manufacturer narrative:
This complaint was found on the internet during postmarket surveillance of anonymous customer reviews with limited information provided for an investigation.

Event description:
These are thin. They don't adhere well. And, they are so uneven that you end up with horrible shooting pains in some areas while using them. I appreciate the price, but very unhappy that they're not returnable. Their inconsistency makes them unusable for me. I don't recommend these.